Event description:
Customer reported that for two reservoirs he had two no deliveries. Customer stated his blood glucose kept going up and one looked like it did not work. Troubleshooting was performed. Customer's blood glucose was 341 mg/dl, treated with bolus. Alarm and possible causes were explained to the customer. Unable to continue troubleshooting due to customer had thrown the reservoirs. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.